Event description:
New information notes that another alert for a long charge time was observed. Programming changes or device replacement was suggested.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in clinic after receiving a vibratory notifier. Upon device interrogation, an alert for charge time limit reached was observed, a manual capacitor maintenance was performed successfully. Patient will be monitored.